Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, there was a failure of bioglue to adhere.

Manufacturer narrative:
According to initial reports, there was a failure of bioglue to adhere. Multiple attempts at additional information have gone unmet. A review of manufacturing records could not be performed as a definitive lot number was not provided by the complainant. A review of the available information was performed. Bioglue was used to seal the anastomosis of the false lumen and the artificial blood vessel. It is unknown when or if intervention/reoperation was done. The target field was dry at the time of application and the bioglue was allowed to polymerize for a full two minutes. The bioglue syringe was primed and de-aired. No additional information to come. Based on the information available at the time of this report, there is not enough evidence to definitively determine the cause of the observed event. Based on the available information provided in the case report, we are unable to definitively determine the cause of the events observed. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does.